Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on battery tube side and received 'replace battery now' alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was that the device will be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 65.0 received the low battery alert (104) on (B)(6) 2025 20:06:00 faster than expected at 0.31 days. Battery cycle 23.0 received the low battery alert (104) on (B)(6) 2025 14:00:00 faster than expected at 0.04 days. Battery cycle 19.0 received the low battery alert (104) on (B)(6) 2025 23:20:00 faster than expected at 0.2 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, and cracked battery tube threads. The p-cap/reservoir does lock properly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Confirmed damage located at the battery compartment and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.